Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The filter was not returned for evaluation as it remains implanted. It is unk if patient or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unk. The information for use for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall.

Event description:
It was reported that on an incidental CT scan, it was noted that the vena cava filter that was placed had a limb protruding outside of the cava wall. No extravasation was noted. The filter was also noted to be slightly tilted. The i.d. Of the patient's vena cava is 26.2 mm. The patient is asymptomatic and the filter remains in the patient at this time.